Event description:
Oncology manager reported the nurse "went into the room and found fluids/med everywhere. It appears something broke off the y site." She has the set saved to send in. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.